Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported that the units of measure changed on their freestyle meter. Customer also reported administered herself with extra dosage of insulin due to readings in the wrong unit of measure. Customer reported experiencing symptoms of hypoglycemia and self treated with glucose tablets. There was no report of death or permanent injury.